Event description:
Medtronic received information that a mosaic valve was removed at re-operation due to high gradient (mean of 29 with a peak of 58 observed in 2006). In situ, cuspal stiffening was noted by the surgeon with no other abnormalities noted. The valve was replaced without reported complications to the patient.

Manufacturer narrative:
Analysis: a gross examination of the returned valve shows the leaflets are stiff, but flexible. As received, the leaflets are closed with a slight gap between the right and left cusp lunulae that closes easily. A 3mm cut is present in the belly of the right cusp, and appears to have happened during retrieval. Remnants of pannus extend over the base stitching and tissue to the margins of attachment of all the cusps. Radiography shows no evidence of mineralization of the valve. Conclusion: as received, the valve tissue is normal in appearance for a porcine valve that has been implanted 19 months. The exact cause for the reported event cannot be determined.